Event description:
Spontaneous call from patient. He states pump sn (B)(4) is giving error 1310. I can¿t find that in the manual. He hooked up to his working pump-no missed doses. No harm to patient-sending new pump for tomorrow morning. He will return broken pump. No further information available. Reported to (B)(6) by: patient/caregiver.